Event description:
It was reported that during a supply change the ilet displayed alert 32 and the user experienced a restart and firmware update failure; the pump contained no supplies, a dry run could not proceed to rewind, and the device required replacement, indicating a delivery motor communication issue associated with a circuit board component and resulting in failure to infuse. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with a delivery motor communication problem traced to a circuit board component and associated with failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.